Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/16/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the tip of the jaw was observed to be peeled and detached from the metal jaw. No other visual defects were observed. An investigation was conducted on 07/31/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be peeled and detached from the hot jaw closest to the tip of the hot jaw. The detached silicone was not returned for evaluation. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #3000394750 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations (B)(6) hospital.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone on the jaws came out of the package not fully wrapping each jaw. Patient was not in the or when this issue was discovered. It was noticed when opening up the device for the case. It never touched the patient. Another kit was opened to successfully complete the procedure. No procedural delay. Per photo provided be the complainant, it is observed that the silicone on the jaw has partially peeled off one side. There is no blood observed on the device. Related to (B)(4).